Manufacturer narrative:
E1: (B)(6) medical center (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed, the image disappeared. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during installation, the flex deflectable videoscope was on the verge of a disconnection. There were no reports of patient involvement.

Manufacturer narrative:
The following field was updated: h4 manufacturing date.

Event description:
No additional information received from the customer.